Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative spoke with the customer over the phone to resolve the issue. After learning that replacing the flow sensor did not resolve the issue, the customer was instructed to move the flow sensor to a different position. This also did not resolve the issue, and the service representative advised the user to restart the whole console. The system was restarted and the sensor was moved again, which resolved the issue. The customer decided not to proceed with further service. The unit returned to service. As the device was not returned for investigation, the exact root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Resolved through tech support call.

Event description:
Sorin group (B)(4) received a report that the flow reading on the sorin centrifugal pump system with tubing clamp control panel disappeared during a procedure, though the system was still working. A pump stop was not triggered. Exchanging the flow sensor did not resolve the issue. There was no report of patient injury.